Manufacturer narrative:
A cryoballoon was not used during this procedure. The device from the original procedure was not available, therefore, no device investigation was performed. Stricture (narrowing of the esophagus) is a known potential adverse event in endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. Stricture resolved after dilation with through the scope (tts) balloon.

Event description:
C2 therapeutics became aware of an adverse event on (B)(6) 2018: patient was initially treated with the cryoballoon system on (B)(6) 2017. No issues with the device reported during this treatment. On (B)(6) 2018 the patient reported stopping all study medications. On (B)(6) 2018 the patient was treated for a mild stricture 9 - 10 mm with dilation and injections. The patient was not treated with cryoballoon ablation system during this visit.